Event description:
It was reported that the needle did not deploy. Pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received in the not deployed position. The downloaded data shows that the device completed 0 pulses and is in pod state 14. Pod state 14 indicates that the user exceeded the allowed time to complete activation of the device. Investigation found no damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended.